Manufacturer narrative:
Corrected data: date rec'd by MFR within additional report-01, MFR report 1627487-2018-05511 was entered as 22 may 2018. The correct date is 19 july 2018.

Event description:
Additional information identified that surgical intervention was undertaken to have the scs system explanted due to ineffective stimulation.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had been receiving ineffective stimulation. Surgical intervention may be pending to address this issue.